Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture."

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: "the device related to the reported event of rupture was received on april 12, 2021 with lot number 2433152. Visual analysis of the returned device identified: underweight, device appearance (observed 40 mm dark patch edge material inside gel device) and broken shell. A microscopic analysis was performed which identified sharp edge and with non-penetrating nicks assessed as surgical impact broken. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken with non-penetrating nicks due to surgical impact. Non-penetrating nicks." Additional, changed, and/or corrected data: h.3, h.6.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.